Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is to report the single leaflet device attachment (slda) with tissue damage. It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted successfully, reducing the mr to 2. The second xtr clip delivery system (cds) was advanced to the mitral valve. The clip was deployed, reducing the mr to 1+. After the gripper line was removed, the mr returned to 3-4, and it was found that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Leaflet damage was noted, and it was believed that a portion of the leaflet may have been torn off. An additional clip was implanted next to the slda clip, reducing the mr to 3. The patient was stable and results were acceptable. No additional information was available.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (a combination of enlarged left atrium / mitral annulus). The reported tissue damage was a result of procedural conditions of the slda. The reported patient effect of mitral valve injury, as listed in the mitraclip nt system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.